Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary problems and recurrence. It was reported that the patient underwent revision surgery on (B)(6) 2012 due to urethral syndrome by dr. (B)(6) at (B)(6)

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on an undisclosed date and an unknown mesh was implanted. It was reported that the patient experienced undisclosed injuries. No additional information was provided.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary frequency, urgency and urinary leakage.